Event description:
A customer contacted beckman coulter inc., (bec) and reported that the unicel dxh 800 coulter instrument continues to have the issue with the nucleated red blood cell (nrbc) mix chamber bubbling over (overflowing). Review of the service history indicates that the customer experienced this problem prior to this call on (B)(6) 2012. The operator was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. There were no reports of exposure to mucous membrane or open wounds and one sought medical attention. It is unknown if there is a risk management/exposure control plan in place. Material safety data sheet (msds) was not reviewed. The customer cleaned up the spill. There was no impact to patient results attributed to this event. There was no death, injury, or an effect to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
The nrbc mixing chamber may contain blood, 6c controls, diluent, and cbc lyse. The fse was dispatched on (B)(4) 2012 and replaced nrbc mixing chamber. The nrbc mixing chamber was indicated as dead on arrival (doa). The fse ordered a new probe and installed on the next day to prevent chamber from clogging. Per follow up with the fse on (B)(4) 2012, replacing the probe needle appears to have resolved the problem. Upon inspection of the old needle, the fse indicated that old probe needle didn't have the round appearance of the new probe. The fse believes that it was making bigger stopper debris then the new one. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the overflow is attributed to a clogged nrbc mixing chamber. (B)(4). An MDR has been filed on this issue for the event occurred at this account on (B)(4) 2012: 1061932-2012-00785.